Event description:
Customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. Customer declined to provide the blood glucose value. The customer was advised to discontinue the use of the device and revert to a back a plan. The customer did not have a back up plan available; customer was offered to get the insulin pump replaced the soonest possible and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad trace. No scrolling numbers noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.